Manufacturer narrative:
Evaluation of returned device found evidence that the device dislocated as a result of the implants not being completely threaded upon implantation.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. Subsequently, patient was revised (B)(6) 2013, due to loosening of the calcar claw. The connector and bolt were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.